Event description:
It was alleged that a prograsp grasper broke at the "cuff" (1 cm proximal to the wrist) where the wrist and shaft are connected. The instrument could not be removed from the pt without also removing the trocar cannula. The case was completed using another isi instrument. No other difficulties were reported. There was no reported complications due to breakage or the resultant instrument removal. No pt harm or pt injury was reported.